Manufacturer narrative:
The device was received at the MFR and the condition of sticky trigger was confirmed. Based on the investigation details, the likely cause was problems with trigger assembly in addition to several other components which were replaced.

Event description:
The handpiece was returned to the MFR for preventative maintenance. During the repair, it was reported that the device had a sticky trigger. There was no pt involvement or adverse consequences associated with this event.